Event description:
The customer reported via phone call that the insulin pump was replaced by accident. Customer's blood glucose was 67 mg/dl. The customer was sending the extra insulin pump back and return the malfunction device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.